Manufacturer narrative:
The complaint describing breast cancer due to a roche product cannot be verified. No sample was received for evaluation. Roche pumps are tested for electromagnetic compatibility and are specified according (B)(4). They comply with the relevant medical standards regarding the design verification protocol ((B)(4)). The textiles are tested for biocompatibility (tested for harmful substances; oeko-tex standard 100) and comply with the relevant standard. The products meet the standard regarding the relevant certificate ((B)(4)). Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Will not be returned to manufacturer.

Event description:
Patient reported she was diagnosed with breast cancer 10 years ago. She suspects breast cancer was caused by carrying the infusion device near her left breast. She had surgery in 2006 and is currently "cured." She now carries the infusion device in her trouser pocket. No product will be returned for evaluation. No additional information was provided.